Event description:
It was reported that when the device was used during an unknown procedure, the staple lines leaked. No good firings were reported with device. It is unknown how the case was completed. There was no known consequence to the patient.